Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that during the load process, no insulin was seen coming out the end of the tubing with multiple cartridges. During troubleshooting with tandem technical support, the customer loaded one of the same cartridge and was able to complete the fill tubing process successfully. There was no impact on customer's blood glucose level.